Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the tissue pad of the subject device was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. When we closed the grasping section and activated output in seal mode, short circuit error did not occur. The manufacturing record was reviewed, with no irregularities noted. These types of the tissue pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). It was known that seal & cut short circuit error and contact marks occurred when the user kept activating output in the situation where the probe and the non-insulated area of grasping section became contacted, due to the worm tissue pad of the device. It was known that open circuit error occurred when the user continued to activate output without holding tissue. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hysterectomy, the subject device was used. In the procedure, seal & cut short circuit error and open circuit error occurred. The tissue pad of the subject device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.